Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed for the clip opening while establishing final arm angle (efaa).it was reported that on (B)(6) 2022 a patient presented with grade 3 functional mitral regurgitation (mr), an enlarged atrium (dilated left atrium), and a medial eccentric jet. There was difficulty grasping with a ntw mitraclip (20214r188), but a good reduction in mr was achieved. Prior to deployment, the first attempt at establishing final arm angle (efaa) during the procedure failed. Troubleshooting was performed. The ntw mitraclip was replaced, and the procedure was successfully completed. The mr was reduced to grade 1. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) could not be confirmed via returned device analysis. The reported difficult or delayed positioning (leaflet grasping) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported unintended movement (clip open ¿ efaa) could not be determined. The reported difficult or delayed positioning (leaflet grasping) appears to be related to challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).h6: code 4641 was removed h6: codes 2199 and 1157 were added.